Event description:
The facility's biomedical engineer reported an infusion pump which malfunctioned during patient use. The biomed stated that no patient injury or medical intervention was reported. Although information was requested, none was available regarding the medication involved, pump programming and set-up information, specific patient information and tubing product code and lot number in use.